Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 24-apr-2026. H.4: device manufacture date: 01-sep-2025. Investigation summary: bd received 1 sample and 2 photos for investigation. Evaluation of the attached photos and returned sample indicated a split female luer adapter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/cracked component. Bd has initiated further root cause investigation relating to the issue of damaged/cracked female luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the luer adapter of the device. This happened an unspecified number of times. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the luer adapter of the device. This happened an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received 2 photos for investigation. Evaluation of the 2 photos indicated a split female luer adapter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 5239612 and unknown, for the indicated failure mode: damaged. Bd has initiated corrective and preventative action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.